Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the system gave an inappropriate shock due to oversensing via a decrease in morphology. The pulse generator gave both a long charge and a charge time error message. An x-ray reveled the system had be twiddled, the pulse generator had been flipped multiple times in the pocket and the electrode had pulled back. Technical services advised to explant the system. There were no adverse patient effects. The system remains implanted.

Event description:
It was reported that the system gave an inappropriate shock due to oversensing via a decrease in morphology. The pulse generator gave both a long charge and a charge time error message. An x-ray reveled the system had be twiddled, the pulse generator had been flipped multiple times in the pocket and the electrode had pulled back. Technical services advised to explant the system. There were no adverse patient effects. The system remains implanted.